Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the battery pocket site was extremely loose and the patient was unable to charge the ipg. The patient underwent a revision procedure, wherein the ipg was replaced, and pocket site was revised. The patient was doing well postoperatively.

Event description:
It was reported that the battery pocket site was extremely loose and the patient was unable to charge the ipg. The patient underwent a revision procedure, wherein the ipg was replaced, and pocket site was revised. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.